Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of moisture observed behind the display screen; the reported event was not duplicated. However, corrosion was observed inside of the battery compartment, and the display screen was dim and discolored. Also, it was observed that the battery compartment was cracked from the threads to the case seal. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and further evidence of moisture ingress was observed on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. Reportedly, moisture/corrosion was evident behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.